Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products that was used in the procedure and is related to mfg # 1016427-2008-00041 and 9616099-2008-00422.

Event description:
During a carotid stenting procedure, blood flow was increased. Paralysis and consciousness disorder occurred. There was no infraction / bleeding found on cat scan and mr. The patient was treated by simmer down and antihypertensive and fully recovered. Patient is a male. The procedure was completed successfully and the patient is in stable condition. Please note that additional patient and procedural information has been requested and if received will be submitted within 30 days upon receipt.